Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a blank display screen while troubleshooting for an unrelated issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed related call service alarms that have been know to cause a blank display issue. The display was functioning per specification during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.